Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a hysterectomy due to incontinence and painful periods. Following insertion, the patient experienced pain, infection, frequent infection, frequent uti¿s, back pain, low grade fever, painful urination, abdominal pain, lack of energy, rectal dysfunction, painful bowel movements, pain with sexual intercourse which obstructs urination and bowel movements, stomach bloating last 2 days after intercourse, stress about ongoing and future complications and embarrassment apprehension regarding sexual activity, loss of confidence, urinary/bowel problems, fistulae, bleeding, neuromuscular problems, vaginal scarring, severe pelvic and abdominal pain associated with sexual intercourse, painful trigger points, painful bm¿s and urination and constant discomfort, sharp pains leg to knee where mesh adhered, urinary incontinence, urinary retention, vaginal vault prolapse. (B)(4) ¿ dyspareunia; urinary/bowel problems; vaginal vault prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, anterior colporrhaphy with mesh, uterosacral ligament vaginal suspension, perineorrhaphy and hymeneal skin tag removal; due to cystocele, dyspareunia, stress urinary incontinence and uterine prolapse.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent rectocele repair, xenoform graft, posterior repair augmentation with vaginal vault suspension and perineorrhaphy, and removal of rectal polyp on (B)(6) 2014. No additional information has been provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02610. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.